Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s instructions for use: insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that air bubbles were observed within the tandem mobi cartridge. Reportedly, the customer was using cold insulin. Customer primed the tubing to address the issue. There was no adverse impact to customer's blood glucose level.